Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Visual inspection revealed that the keypad symbols are worn. Evaluation confirmed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the up arrow, down arrow, and ok keypad buttons have been intermittently unresponsive for the past 2 weeks. She noted that the keypad is intact, but the ok button symbol is worn. The pt stated that the buttons no longer click and spring back when pressed, and that the buttons feel flat. She reported that she wears the pump clipped to her bra.